Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg incision site had opened and making the ipg visible. The physician believed that the patient disregard for the postoperative instructions. The patient underwent an ipg explant procedure. The explanted ipg was not returned per hospital policy.